Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a top case cracked/chipped by front left and right bottom corners, cracked battery door and cracked right plunger case and no visible contamination. Event log history was performed and indicated that super cap post alarm was recorded in history. During analysis, the reported problem was able to be duplicated during power up process. It was noted that the battery was recharged, and super cap post error was still duplicated. It was noted that the printed circuit board (pcb) super cap was not working as intended. Service replaced the pcb to correct the reported issue. Service also performed power up process and all functional tests passed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be design.

Event description:
Information was received indicating that during bench testing a smiths medical medfusion pump exhibited supercap failure. No patient was involved in this event. No adverse effects were reported.